Event description:
It was reported that during an unknown procedure, the scalpel could not be activated. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The titanium tip was broke during the pre-run test by the sales representative.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the blade tip broke off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a brake was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.